Manufacturer narrative:
In addition to the peeling adhesive around the light guide lens, service confirmed there was damage on the forceps elevator; the elevator touches the distal end cover and the forceps elevator does not move smoothly, confirming the reported issue. Service also found that due to wear of the angle wire, the bending angle in the up direction was out of specification, and the play of the up/down knob was out of specification. The adhesive on the bending section cover (a-rubber) was chipped. Part of the insertion tube was caught and pinched, resulting in deformation of the insertion tube. The connecting tube, distal end cover, image guide protector, protector of the universal cord on the scope connector side, scope cover, forceps elevator knob, right/left knob, up/down knob, universal cord, grip, suction cylinder, control unit, and the scope connector, were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that sometimes the forceps desk table of the subject device does not move when the lever is operated during an endoscopic retrograde cholangiopancreatography (ercp) examination. There is always a feeling of rubbing of the wire, even when moving. There was no report of patient or user harm as a result of the issue. The device was sent to an olympus service center for evaluation. During inspection and testing, it was found the adhesive part around the light guide lens was peeling off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeling).

Manufacturer narrative:
Correction: h8 - reuse should have been selected on the initial report rather than unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, and handling. Olympus will continue to monitor field performance for this device.